Event description:
Medtronic received info that this aortic valve exhibited elevated gradients exceeding 50 mmhg, and pannus on the valve leaflets. These observations were made with echocardiography. The valve was explanted and returned to medtronic for evaluation.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of event cannot be determined as analysis has not been completed. Analysis: visual examination of the returned valve demonstrates the presence of off-white pannus extending onto the inflow and outflow of the margins of attachment of all cusps. Pannus also covers the backs of all commissures and the bias cloth. Pannus extends 2 to 5 mm onto all cusps, reducing the inflow orifice area. A tear and abrasion is noted on both the right and non-coronary cusps, likely due to contact with a long tail suture. Radiography shows no evidence of mineralization. Additional testing (pulse duplication) is currently underway to assess the relationship between the pannus overgrowth and the elevated gradient. Conclusion: no definite conclusion can be drawn at this time as detailed analysis has not been completed. Gross analysis, however, indicates that pannus overgrowth is likely the cause for the elevated gradients. No adverse pt effects reported.